Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated, and two vela suprarenal device. During a routine follow up, it was noted that the patient had and endoleak type ia and the proximal extension has moved down. The physician elected to place another proximal extension to successfully resolve the leak. Patient doing fine post secondary procedure.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported secondary endovascular procedure. Clinical evaluations was unable to find substantial evidence to support the following reported events; type ia endoleak, supra renal cuff movement. The most likely cause of the proximal loss of seal, the caudal movement of the cuff, procedure related harm and final patient disposition could not be determined due to lack of the medical information surrounding the implant procedure and the secondary endovascular procedure. To date there has been no reports of further negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.